Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4), using assay lot 277791 on panther instrument sn (B)(4) which had one discrepant sample. All samples tested were from different specimen tubes and had three negative results and one positive result. The positive sample was retested on a non-hologic platform using rt-pcr and had a negative test result.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hw or assay performance issues. Ts advised customer to be careful during sample-handling. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)).